Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported that the customer experienced an adverse skin reaction after 5 days of wearing an adc freestyle libre sensor. Customer noticed suppuration at the insertion site on (B)(6) 2018 and had contact with a healthcare professional on (B)(6) 2018 who prescribed an unspecified antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the customer experienced an adverse skin reaction after 5 days of wearing an adc freestyle libre sensor. Customer noticed suppuration at the insertion site on (B)(6) 2018 and had contact with a healthcare professional on (B)(6) 2018 who prescribed an unspecified antibiotic cream for treatment. There was no report of death or permanent injury associated with this event.